Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient has a drug infusion device implanted and it is not working properly. It was noted that it has been documented with their healthcare professional (hcp) that monitors and refills their pain pump. The patient mentioned the recalls associated with their device and stated they were never conducted about it or told about it until they started experiencing problems. Concomitant medical included implanted spinal cord stimulator, implanted drug infusion pump, methocarbamol 750msg 3 times a day, xanax 1mg 2 times a day, estradiol 1.5mg 1 time a day, and lipitor 10mg once a day. The event date was (B)(6) 2012 (patient's implant date). No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that for the last 3 healthcare professional (hcp) appointment in a row, the patient's pump was not delivering the right amount of medication, so it was malfunctioning. Patient stated she was trying to follow the proper procedures to figure this out, to get this fixed, and get her pump replaced. Patient's hcp told the patient that the manufacturer representative (rep) did not respond to phone calls very well. Patient stated because of this, they were encountering issues with resolving the issue of getting the pump replaced. Patient stated that the morphine ran 24 hours a day, 7 days a week so it was always delivering medication (unknown concentration and dose). Pt stated "I have been having more pain issues, it had to have been around april or may when I noticed I was getting more than normal, I was using my bolo more, probably around then, and then I found out about the issue with the recall on the bolo, the reason for the recall was because the bolo was getting stick and people were overdosing, so I'm weary now about using my bolo". Patient confirmed by "bolo" she meant her bolus. Patient stated she pressed this button every 8 hour if she needed to. Patient stated "I've used it more in the last 3 months, then I have in the past year". Patient stated she used this only if she had to because she was weary about using it (due to the recall). Patient only stated that at her last appointment in (B)(6) they increased her dosage by 10% and it "did not help". Patient stated she needed to get the ball rolling to get her pump replaced. Patient stated she and her hcp though the pump getting replaced wasn't something that she should have to pay for. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(4) 2018 reported the device not working was first noticed in (B)(4) 2017. It was noted that the product with patient's model number was recalled by the FDA several years ago. The patient's weight was (B)(6) pounds. It was noticed that less medication was dispensed than what was set up b the healthcare professional (hcp). The patient experienced increased pain levels. The pump morphine dosage was increased by 10% in (B)(6) 2017. It was noted that the device was not working properly and not giving the correct dose (not enough medication dispensed). The shortage of medication had been going on since approximately (B)(6) 2017, but the shortage of medication was first noticed in (B)(6) 2017. No steps were taken to resolve the pump not working properly. It was noted that the pump not working correctly was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the pump was not delivering the amount of medication that it was programmed to deliver. The healthcare professional (hcp) visits were moved up from every 6 months to every 3 months, starting last (B)(6) (2017). Now plans were being made to replace the pump because the amount it was shorting, was significant. The malfunction had not been resolved. There was clearly a problem with the device delivering the correct amount of medication, therefore the patient had to have it replaced a year early. The patient was waiting to schedule surgery to replace the pump and asking if the manufacturer was going to take care of the patient's part of the expense of it due to the device not working properly. Also, my extra expense for the extra hcp's visit co-pays should be covered. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative (rep). It was reported that the patient was a pump twiddler and catheter and pump were replaced. No further complications were reported.